Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Four days following implant, the patient presented to the clinic with phrenic nerve stimulation (pns). The device was attempted to be reprogrammed; however, pns could not be avoided. As a result, the pacing was turned off on the left ventricular (lv) lead and the patient thought still she experienced pns. In the end, the healthcare professional believes pns was a psychological feeling. The pacing was reprogrammed, and the event was resolved. The patient was stable and will continue to be monitored.